Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed battery out limit, unexpected restart, external ram crc error, displayable history crc and failed battery. The customer's blood glucose level was unknown at the time of incident. The customer reported the insulin pump acting up with numerous alarms and errors. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No alarms anomalies were noted. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit anomalies noted. The device had an alarm in alarm history file. The device alarmed due to corrupted history files. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.